Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. One used 6fr angio-seal vip device was returned for product evaluation. The carrier tube, locator and hemostasis sheath were returned. The carrier tube assembly was completely unmated from the hemostasis sheath and the deployment sleeve was returned in the full rear lock position with color bands fully exposed. The suture still intact, connecting the carrier tube and hemostasis sheath. The tamper tube had exited the carrier tube and was visible. The bypass tube was not present inside the hemostasis valve and dislodge to the proximal end of the device cap. Fluoroscopic analysis of the device was conducted and the presence of the collagen was verified in the hub of the hemostasis sheath. No other visual anomalies were noted. No functional testing was performed due to the collagen was stuck into the hemostatic valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device sleeve was incompletely pushed to forward lock position or the tip of the hemostasis sheath being obstructed by the opposite end of the artery or some other foreign obstruction may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal got stuck in the hub of the sheath. The patient condition was stable. Additional information was received on 30oct2019. Manual compression was held, and the device was pulled out. Additional information was received on 31oct2019. The procedure performed prior to the use of the angio-seal device was an angioplasty using a 6fr procedural sheath. The doctor was getting ready to deploy the angio-seal however, it became stuck. They ended up pulling the sheath out and the tech looked at it and found that the device was stuck in the hub of the sheath. The procedure outcome was successful. The blood loss was less than 250ml. The doctor was able to control the blood loss.